Event description:
It was reported that the ventricular lead exhibited loss of capture and a bipolar impedance of greater than 2000 ohms. A surface ECG revealed an intrinsic rate of 46 bpm. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.